Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a depth gauge is broken and doesn't slide through the lumen easily. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product evaluation was performed. The investigation of the complaint articles has shown that the: drawing 319_09, rev. G for the instrument(s) was reviewed and is determined to be suitable for the design and related dimensional conformity. The returned device shows light use during its 2 year lifespan. The device is missing the headpiece (part # 319.09_01) but functions as designed. The interior surface of the body has wear marks from the ball sliding during use, but the device operates smoothly. The complaint condition was unable to be replicated. The returned instrument(s) are used to determine what length screw should be used and proper use and maintenance are addressed in technique guides j2371-c, j4903-e, j4907-e, j5000-f, j8804-b, j11571-d. The returned device is reusable and will be used multiple times per procedure. The complaint condition was unable to be replicated with the returned components. Thus the complaint is unconfirmed. Due to not all the components being returned, and because the complaint condition was unable to be replicated; it is determined that there is not a design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is unconfirmed, and the design of the device did not contribute to this complaint. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.